Manufacturer narrative:
A review of all vapro complaints and a review of sku 7600164 specifically over the last 3 years show no adverse trends for catheter with plastic or debris on it. Device history review was completed and found to be complete and accurate. Affected catheter not returned. The end user found no other catheters with this reported debris present. Since the end user did not examine the catheter prior to insertion, it is not known if the debris was present before catheterization. The root cause of the presence of debris on the catheter is not known. It is not known if the catheter caused or contributed to the reported infection. Sku 7600164 is not sold in the us. Sku 82164 onli hydrophilic catheter, which is sold in the us is similar in material.

Event description:
It was reported that an end user inserted the intermittent urinary catheter through his urethra and injured himself. Upon removal of the catheter there was blood and he saw some "plastic" on the catheter. He was able to control the bleeding himself. Sixteen days later, he experienced a fever, muscle pain & blood and pus in his urine. He is currently on antibiotics.